Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. Samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. No samples were returned from the customer for evaluation, and no photographic or visual evidence was provided. Because of this, we were unable to perform any direct examination that would allow us to confirm the nature, mechanism, or origin of the alleged defect. We also acknowledge that the defect described may be potentially related to a previously identified hub design issue that was addressed through a design change implemented in 2024. However, without a returned sample or supporting evidence, we are unable to determine whether this specific event is associated with that prior design issue. In the absence of a physical device, it is not possible to identify a true root cause or establish whether corrective actions are warranted for this particular complaint. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Nurse reported ¿cracked hub-line inserted (B)(6) 2025 in lue. In situ 3 days. New 2 lumen PICC placed by PICC team on (B)(6) 2025 for continued therapy. Piv required to continue therapy until new central line was placed.¿